Manufacturer narrative:
As stated in section b5 , evaluation found moisture inside the ccd which noted to be attributed to component failure. A definitive root cause of the phenomenon cannot be conclusively determined. A device history record review was performed and revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device was found with moisture inside the charge coupled device (ccd). There was no patient involvement.